Event description:
It was reported that the right atrial lead perforated the right atrium and caused a small pericardial effusion. The lead was removed and replaced with a passive atrial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. Further testing revealed that the outer insulation was breached cut and had a cosmetic cut, the connector pin was bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.